Event description:
The following has been reported: "the pump z019660 sn (B)(6) gave error 51. The defective component is flexible [speaker]." No adverse event was reported to fresenius kabi. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. The flexible speaker was found to be defective and was sent back to brézins for further investigation. During first tests, all tests were compliant, but during infusion test, the error 51 triggered quiclky. Therefore, the reported event was confirmed. This event could be linked to an internal CAPA that was opened to address the technical error 51. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.